Event description:
The catheter was placed 1/14/97 via the superior vena cava. Placement was confirmed by x-ray. Fluid from the catheter began surrounding the tissue above and below the insertion site. The pt was receiving tpn. The catheter was removed and replaced. No pt injury was reported to have occurred.

Manufacturer narrative:
Product implicated is a 5 french per-q-cath kit. The catheter/t-lock, which measures 68.5cm, was returned for evaluation. The lot number reported by the customer does not exist so no lot history review can be conducted. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the lumen could not be made to leak. The lumen flushes and aspirates normally. The complaint is unconfirmed since no leaks were found and the functions normally.